Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Pulmonary embolism is one of the potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6). The patient alleges that 15 months after being implanted with the filter, the patient suffered from a pulmonary embolism that resulted in death. Argon¿s attorneys are attempting to gather information.